Event description:
The hcp received a call from the hosp stating a pt had received liquid oxygen burns on the nose/facial area from a c1000 that was placed on the table with the pt before entering the cat scan machine. As the table moved into the scan machine, the c100 tipped over and began flowing liquid oxygen out the cannula port. The extent of the injury is not known.